Manufacturer narrative:
D3, g1,2 email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Per visual inspection, tears were detected on the cuff surface of the tracheal tube. Per functional leak test, the cuff failed to stay inflated, the sample did not pass the test. The complaint was confirmed. The root cause was user interface due to improper use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the main cause of the leakage problem was improper use of the product.

Event description:
It was reported upon opening, the tube balloon was checked before intubation, and was found to be leaking, so the doctor immediately replaced the catheter. Another test to confirm that there was no air leakage was preformed. The endotracheal intubation was successfully performed, and the ventilator-assisted ventilation was continued. No injury to the patient was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.